Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus medical systems (B)(4), it was found that the power switch of the subject device could not function due to the failure of the switch unit and the image from the dvi out terminal flickered due to the failure of the printed-circuit board. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). As a result of evaluating the subject device, omsc concluded that ¿the power switch of the subject device could not function¿ was not reportable event. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc concluded that ¿the image from the dvi out terminal flickered¿ was attributed to the wear failure of the parts on the printed-circuit board because about eight years had passed from the subject device had been manufactured.